Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sg], sensor glucose vs. Blood glucose. The customer reported blood glucose value of 110 mg/dl. The customer reported hypoglycemia treated with other. Customer reported the following led up to the event: unexpected suspend due to blood glucose and sensor glucose difference. The event involved product(s) mmt-1884l, mmt-342, mmt-7040a, mmt-431a. Troubleshooting was performed. Customer is reporting a discrepancy between blood glucose and sensor glucose which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-431a. Updated summary: customer reported having sensor glucose 58mg/dl versus blood glucose 110mg/dl difference. Customer said that was a low blood glucose event for them. Customer took carbohydrate or glucose tablets to treat. Customer troubleshooted the sensor glucose versus blood glucose difference but did not troubleshoot the low. It was unknown if customer was using the pump within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.